Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the inferior vena cava (ivc) filter struts perforate the wall of the inferior vena cava with one of the struts perforating the aorta and the ivc filter is tilted. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter struts perforate the wall of the inferior vena cava, and one of the struts perforates the aorta; the ivc filter is tilted. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture(s) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter struts perforate the wall of the inferior vena cava, and one of the struts perforates the aorta; the ivc filter is tilted. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture(s) and thrombosis/occlusion/clotting causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, the patient had been admitted to the hospital with bilateral subacute subdural hematomas to undergo craniotomy for drainage and was also reported to have evidence of deep vein thrombosis (dvt) in the lower extremities. Since the patient was not a candidate for long-term anticoagulation, placement of and an ivc filter was recommended. The right groin was prepped and draped using aseptic technique. An ultrasound probe was introduced for direct imaging of the right femoral vein. A micro puncture set was introduced in the femoral vein under ultrasound guidance, documenting that the femoral vein and iliac vein segments were free of evidence of intraluminal thrombus. The optease inferior vena cava filter device was introduced into the inferior vena cava using a sheath and dilator. Contrast injections were delivered using a power injection for identification of the confluence of the renal veins with the inferior vena cava. The filter was introduced and deployed in a position just beneath the renal veins. Contrast injection documented good positioning of the filter device. The patient tolerated the procedure well and was transferred back to the intensive care unit (ICU) in stable sponge, needle, instrument counts were correct at the end of the condition. Approximately five years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for an unspecified injury of the inferior vena cava. The CT results reported a vena cava filter present, with the appearance of an optease filter; aortic perforation, tilting of the filter with the proximal apex against the ivc wall. No fracture, migration or stenosis. There were schmorl nodes, (also referred as intravertebral disc herniations) identified involving the superior endplates of the l2 and l3 vertebral bodies and minimal grade 1 anterolisthesis of l4 on l5. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years and nine months after the filter implantation. The patient reports ivc perforation, perforation of filter struts into organs and tilting. The patient further experienced anxiety related to the filter. According to the information received in the updated patient profile form (ppf), the patient additionally reports that ivc filter struts perforate the wall of the inferior vena cava and one of the struts perforates the aorta. The ivc filter is tilted. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient presented to hospital with bilateral subacute subdural hematomas and had undergone craniotomy for drainage. The patient was also noted to have lower extremity deep vein thrombosis (dvt). Placement of a vena cava filter was recommended since the patient was not a candidate for long term anticoagulation. The filter was implanted via the right femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. Approximately five years after the filter implantation, the patient underwent an abdominal computerized tomography (CT) scan for an unspecified injury of the inferior vena cava (ivc). This study revealed tilting of the filter with the proximal aspect against the ivc wall and aortic perforation. There was no evidence of fracture, migration or stenosis. Approximately five years and nine months after the filter implantation, the patient became aware that the filter had tilted and that filter struts had perforated the ivc with one strut having perforated an organ and/or the aorta. The patient further reported having experienced mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported ivc, organ or aortic perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.